Event description:
The customer initially called regarding erratic readings on the contour next ez. No adverse event was alleged. The complaint did not meet the criteria to be reported at the time of the call, but the test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The strips were returned and tested. One of the nine strips in the bottle had been used. The strips gave a reading of lo and averaged 38mg/dl low out of spec with control. Using blood, they gave a reading of lo and read an average of 66mg/dl low out of spec. Retention reagent gave satisfactory performance.